Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant procedure, the right ventricular lead had poor r-wave detection on the first positioning attempt. It was further reported that upon the second positioning attempt, the lead had high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.